Event description:
Synthes 2.5 small fragment screwdriver broke in left knee, all pieces retrieved. X-ray confirmed - all removed. No patient harm. No change in procedure. No packaging, reprocessed item.